Manufacturer narrative:
A ge representative performed an on site investigation. The calibration software was replaced. A circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up properly. No report of patient injury.